Event description:
It was reported that the programmer turned off when the radiofrequency (rf) programmer head was placed over the patient's implantable heart device. It was further reported that the programmer turned off when the rf head was picked up. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the programmer powering down, moving the head's cable caused the programmer to power down and the head's cable was replaced to resolve. Product ID: 229047 software analyzer. (B)(4).